Manufacturer narrative:
Date sent to the FDA: 08/07/2007. Since there is no product available for evaluation and the product lot number is unknown, the investigation of this complaint is limited and we are unable to draw a conclusion. Should additional information become available a supplemental 3500a will be submitted accordingly.

Event description:
It was reported that the patient underwent a ventral hernia repair in 2001. During the surgery, an "ethicon mesh plug" was placed in the fascial defect and was sutured to the fascia of the internal oblique and cooper's ligament. In or around 2006, the patient was experiencing severe right groin and abdominal pain. The patient was treated with nerve blocks; diagnosed with inguinal neuroma and disorders if muscle spasm, as the physicians noted a "trigger point" in the lower right inguinal region at the location of a well-healed scar. The patient underwent a laparotomy and adhesiolysis three months ealier and further lysis of adhesions in 2007, but the patient continued to experience pain. Two months later, the patient was admitted to the hospital with inguinal pain and underwent exploratory surgery, which revealed that the mesh from the hernia surgery had "knotted" and it was removed at that time.